Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high pacing thresholds. An attempt to obtain additional information was unsuccessful. The rv lead was explanted. No additional adverse patient effects were reported.